Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6146724. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's reported failure mode. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the needle of a 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system got out of its safety barrel and led to a worker in a hospital being stuck with the needle. It is unknown if this occurred before, during, or after patient use but it is assumed that it was a contaminated needle stick injury as the initial reporter stated, "the internal procedure" of the hospital for needle stick injuries had been implemented. The initial reporter was unable to provide additional details of this event, therefore it is unknown what specific procedures were followed and if medical interventions were provided.